Event description:
While performing examination in the emergency room of the hosp the doctor was hit on the head by the exam room light. The doctor felt that he was injured and must be examened further.